Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of mitral regurgitation (mr) (worsening) and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated the reported failure to adhere or bond (partial clip movement) appears to be related to patient conditions. The reported mr was likely a result of the tissue damage and the partial clip movement; however, a definitive cause for the reported tissue damage cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains implanted and the delivery system was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Event description:
This is filed to report that post-procedure, the implanted clip appeared more mobile with chordal damage which resulted in increased mitral regurgitation and required intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016 to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips were implanted, reducing the mr to 2+. On (B)(6) 2016, the patient presented with recurrent mr grade of 4+. The clips were confirmed to be attached to both leaflets; however, one clip appeared more mobile and there was minor chordal damage noted between the 2 clips. On (B)(6) 2016, a second mitraclip procedure was performed to reduce mr and stabilize the mobile clip. The mr jet was located between the initial 2 clips; therefore, a clip could not be placed in the jet. The first clip was implanted lateral of the mobile clip, reducing the mr to 3-4. A second clip was implanted to the medial side of the initial clips, reducing the mr to 3. The patient was confirmed stable post-procedure. No additional information was provided.